Manufacturer narrative:
Other, other text: additional information: h6, h10: device analysis: one smiths medical cadd legacy pump was returned for analysis. Event log history was performed and indicated that 1871 error codes were recorded in history. During analysis, the customer's reported problem was able to be confirmed. Pump was found to be displaying "1871" error code messages on power up during the investigation. Service recommended a motor to be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited lec 1871. No patient was involved in this event. No adverse effects were reported.